Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/02/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient reported they experienced itching, removed the sensor, and saw that the area was red, itchy, flaky and scabbing. Patient stated that they have experienced skin reactions while using sensors for the previous three weeks and was diagnosed with contact dermatitis. Patient treated the affected area with kenalog cream, prescribed on (B)(6) 2016, prescribed for a previous skin reaction. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined.